Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The engineer could not duplicate or identify the reported issue; however, adjusted and tightened the power cord and plug wiring. The system was tested and operated as intended.

Event description:
The customer reports the 9800 system's monitor intermittently powers off. No pt injury reported.